Event description:
It was reported that episode review was requested. A boston scientific technical services consultant confirmed the arrhythmia is going in and out of the ventricular tachycardia (vt) zone and self-converting. Anti-tachycardia pacing (atp) therapy was delivered, redetection occurred and a 23j shock was delivered due to couplet premature ventricular contractions (pvcs) that were in the zone. The next shock was diverted, redetection occurred again, and another shock was delivered. Seven bursts of atp and six shocks were all delivered in that zone and therapy was exhausted. A boston scientific technical services consultant documented the inappropriate therapy. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.